Manufacturer narrative:
(B)(4). The homechoice device was returned and an evaluation was completed. The event log was reviewed. An external/internal inspection was performed which revealed that the door piston foam was deteriorated, and piston was cracked. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed the electrical test but failed the rite functional test due to therapy monitored volume failed. Upon conclusion of the investigation, the cause of the failure was determined to be deteriorated piston foam and cracked piston. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. The piston foam and piston were replaced to resolve the reported problem. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice machine failed fluid volume accuracy testing. There was no patient involvement. No additional information is available.